Event description:
Pt reported dramatic decrease in size of right breast saline post-operatively adjustable breast implant. There was no history, antecedent, of trauma. Examination by surgeon noted deflation and the pt underwent capsulotomy with replacement exchange on 8/27/96.